Event description:
Originally sent in for repair, reported as "wire won't advance." Upon evaluation, instrument was found to have wire in the tip and shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.